Event description:
(B)(4). First of all I was getting headaches when it was coming up to period then blurred vision then I regular periods and back ache arm and back ache throbbing in groin area moodiness feeling sick sore breaststroke weight gain.